Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer's allegation, no problem was detected. Regarding the reportable issue found during the investigation, the cause is traced to component failure because it failed leak test due to a cut on cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set up / inspection for use (during set up in room / before patient in room) the camera head could not white balance. There were no reports of patient involvement.